Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the patient's spouse that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced weakness, shaking knees, and an inability to walk. The cgm was reading 99 mg/dl. The daughter did not have the means to check the bg, so she transported the patient to the emergency department (ed) for evaluation. Upon arrival, the blood glucose reading was 47 mg/dl. The patient was treated with an unspecified IV recovered after treatment. There is mention of treatment with insulin at some point during the event. The patient declined observation overnight and was discharged after 3.5-4 hours in the ed. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.